Manufacturer narrative:
Device had cracked and bleeding lcd glass, also minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and peeling address/serial label.

Event description:
Customer's mother reported via phone call that the screen was broken after the device got caught in the recliner chair. Customer's blood glucose was 254 mg/dl. Customer could not read the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.